Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: in 2009; inratio: >7.5. Lab:4.7.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed. Date: in 2009; inratio: >7.5. Ref. Mean: 45 6.00. Confidence limits: unable to determine. At 7.5 inr was utilized for comparison test since inratio meter is limited within 0.7-7.5 inr. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/ investigation is required.